Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to a pinhole at the bending section cover (a-rubber). The event can be detected by following the instructions for use (IFU) section: the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿air/water leakage in the air/water channel " was confirmed. The following findings were noted during device evaluation: distal end has foreign material or stain, due to a pinhole on bending section water tightness is lost, due to wear of forceps elevator wire, the forceps raising angle does not meet specification, due to wear of angle wire, the play of up/down knob is out of specification, nozzle has a stain, light guide has a crack, adhesive around light guide lens is dirty, and adhesive around objective lens is dirty. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope the tab has no good mobility, it stucks, it doesn't have good recoil. Upon inspection and evaluation, distal end with foreign material, and endoscope is dirty. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.